Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) was over 600 mg/dl with large ketones. A manual injection was administered to address bg. The customer continued to use the pump for insulin therapy.